Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 1/10/2019. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional evaluation summary: an unopened sample of product code m653, lot mjh655 were returned for analysis. The product code is multi-strand and contains four strands per packet. During the visual inspection of an unopened samples, no defects were found on the package. The sample was opened the packet contains four strands, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2018 and suture was used for sternum closure. During the procedure, the suture snapped after the first bite. The surgeon opened a new package to close the sternum. There were no adverse patient consequences reported. No additional information was reported.